Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedances out of range. The patient presented to the clinic to a defibrillation threshold (dft) test that successfully converted. Technical services (ts) discussed a possible calcification on the rv lead. Additionally it was discussed an option for continue to monitor. This rv lead remains in service. No averse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedances out of range. The patient presented to the clinic to a defibrillation threshold (dft) test that succesfully converted. Technical services (ts) discussed a possible calcification on the rv lead. Additionally it was discussed an option for continue to monitor. This rv lead remains in service. No averse patient effects were reported.

Manufacturer narrative:
Correction. H1: type of reportable event to serious injury.